Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation has been completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 4:00 pm she/he attempted to perform a test using her/his adc blood glucose meter but received an ER-3 message when blood was applied to a test strip inserted into it. Customer further reported experiencing a "cold sensation" so she/he self-presented to a hospital where a reading of 26 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hypoglycemia and treated with a glucagon injection. After the injection a reading of 72 mg/dl was received. Customer was discharged from the hospital after a reading of "over 100 mg/dl" was received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.